Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was alarming downstream occlusion. They confirmed there were no obstructions and clamps were all open. It is intermittently resolving on its own. Light pressure applied to port site, but alarm persisted. They instructed to open/close battery door. Upon powering on, they said it read 'running' without pressing start. Battery door again opened/closed. Powered on and was alarming 'key stuck press release'. They advised to power off, close clamp. Drug was 5fu. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
H6: evaluation codes update. No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.